Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed from the returned lead that was complete, intact and not severed. A stylet insertion test passed without issue was performed. Microscopic inspections revealed no abnormalities and lead tip found no anomalies.

Event description:
It was reported this left ventricular (lv) lead was not successfully implanted due to lead damage. The lead would not advance over the wire. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported this left ventricular (lv) lead was not successfully implanted due to lead damage. The lead would not advance over the wire. This lv lead was never in service. No adverse patient effects were reported.